Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the cause of the discomfort had not been determined, but it had gone away since the report.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 3889-28, lot#: va0c3kp, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported increased discomfort near the lead wire to the groin area since the week prior. No falls or traumas were reported. The patient did stated they had a massage at their physical therapist's office about a week prior. The patient was redirected to follow-up with their healthcare provider regarding the discomfort near the lead. No further complications were reported or anticipated.